Manufacturer narrative:
The company service representative examined the system and replaced the fluidics mechanism. The fluidics mechanism will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: system failed to power up. The nurse reported a system message displayed during set up. The system was disabled. Another system was used to complete the case. No pt injury was reported.